Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that some fuses were blown. Replaces f11/f12 fuses and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site moved the system to the hallway to send images to electronic picture archiving and communication systems (pacs) when the system powered off. They tried multiple outlets and there was no line power. No patient present.